Event description:
It was reported that the 840 ventilator failed short self-testing (sst). The ventilator had an oxygen sensor problem. The ventilator was not in use on a patient at the time of the reported event. A covidien field service engineer (fse) inspected the device and confirmed the reported condition. To resolve the issue, the fse calibrated the oxygen sensor. The fse performed self-testing on the device and all tests passed.